Event description:
Reportedly, this device was explanted after approx. 2 years due to severe calcification. Unfortunately the patient died as a result of re-operation. Physician expressed that patient death was not directly related to the device; however, a result of the re-operation.

Manufacturer narrative:
Device not returned. (See scanned pages).